Manufacturer narrative:
The analysis of the device found that there was no damage to the 4-40 stud. Based on the analysis results it was conducted that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
The device was used during an unknown procedure. The 440 stud was broken. There was no patient consequence.